Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, fluoroscopy was used to discover that the rv lead exhibited insulation damage following the slitting procedure. The rv lead was not implanted, and a replacement rv lead was implanted on (B)(6) 2026. The patient had no adverse consequences due to the event.